Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer of peritonitis in a patient with supplemental information by a physician from (B)(4) coincident with extraneal viaflex and dianeal-n pd-4 2.5 therapies. The patient contacted baxter (B)(4) technical services ((B)(4)), and stated she experienced peritonitis. On (B)(6) 2011, the patient experienced peritonitis and was not hospitalized according to her will. The cause of the peritonitis was not reported. In (B)(6) 2011, the patient was treated with modacin, 1 mg and cefamezin, 1 mg intravenously (frequencies were not reported). The event of peritonitis was resolving. Extraneal and dianeal therapies were ongoing. The physician believed that the event of peritonitis was not related to extraneal and dianeal therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr number (B)(4). The cause of the reported condition of peritonitis is undetermined.